Event description:
Healthcare professional reported right side no complaint against device. Patient additionally reported exchange due to concerns with the product. Plaintiff reported "increased risk of alcl, fear of increased risk of alcl, evaluation for alcl, explant, capsulectomy, supportive care for explant, subcellular changes, chronic inflammation, pain,asymmetry, seroma, depression, weight gain, chronic insomnia, chronic headache, reflux, significant disfigurement; aggravation of underlying conditions; other significant and ongoing injuries." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.